Manufacturer narrative:
Product complaint # (B)(4). Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent for a surgery. During the surgery, while drilling with the stepped drill, the guide pin bound up inside of the drill bit on exit. While tapping the wire inside, the guide pin perforated the femoral head significantly into the pelvis. The guide pin was removed. The lag screw was then inserted and was too long possibly perforating the femoral head. The surgery was successfully completed. No fragments were generated. There were 10 minutes surgical delay. The patient outcome is unknown. Concomitant device reported. 10/130 deg ti cann tfna 170 - sterile (part # 04.037.042s, lot# 231p163, qty 1). Unk insertion instrument (part# unknown, lot# unknown, qty 1). This complaint involves five (5) devices. This report is for (1) 3.2mm guide wire 400mm. This report is 2 of 3 for (B)(4).